Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation.device history record (DHR): a review of the DHR was not performed, as the described complaint is being addressed per quality plan and is not related to a manufacturing non-conformance. Failure analysis: the described failure is being addressed by internal quality plan for issues relating to power supply, hard start issues, and early-life failure of the lamp module. As an interim solution, integra can replace components of the mlx lighting units to restore functionality.root cause: a quality plan was opened by integra-tullamore to address the root cause and corrective actions for the described issue(s).

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx)) would not power on. It was noted that the bottom fuse kept blowing. It is unknown under which circumstance this event occurred; however, no patient injury or surgical delay was reported.